Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and completed investigation. The device was returned to olympus for inspection, and the "no image" was not confirmed. Based on the results of the investigation, the probably cause was traced to the device but could not be specifically identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head displayed no image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned and the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed no image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.